Event description:
During an esophageal banding procedure, the physician used a wilson-cook six shooter saeed multi-band ligator and an olympus gif-160 endoscope. After the last band was fired, the barrel of the mbl-6-xs fell off into the pt's esophagus and was retrieved with biopsy forceps. Post procedure, no injury to the pt was reported.